Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: a vena cava filter was deployed as a result of a skull fracture due to a mva. Approximately nine months post filter deployment, an unsuccessful attempt was made to retrieve the tilted filter, the filter apex was embedded in the ivc wall. Despite multiple attempts made the filter could not be captured or retrieved. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately nine months post filter deployment an unsuccessful attempt was made to retrieve the tilted filter, the filter apex was embedded in the ivc wall. Despite multiple attempts made the filter could not be captured or retrieved. Therefore, based on the provided medical records, the investigation can be confirmed for a tilted filter and difficulties removing the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter tilt. Filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information: it was reported that a vena cava filter was deployed due to a mva (motor vehicle accident). Sometime post filter deployment (date not provided) the filter was alleged to be tilted, embedded in the ivc wall and unable to be retrieved. The medical records provided by the reporting source were reviewed. The vena cava filter was deployed as a result of a skull fracture from a mva. Approximately nine months post filter deployment an unsuccessful attempt was made to retrieve the tilted filter, the filter apex was embedded in the ivc wall. Despite multiple attempts made the filter could not be captured or retrieved.

Event description:
It was reported that a vena cava filter was deployed due to a (mva) motor vehicle accident. At sometime post filter deployment, the filter was alleged to be tilted, embedded in the ivc wall. Approximately nine months post filter deployment, an unsuccessful attempt was made to retrieve the tilted filter, the filter apex was embedded in the ivc wall. Despite multiple attempts made the filter could not be captured or retrieved. Patient status was not provided.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately nine months later post filter deployment, filter retrieval procedure was attempted. Access into the right internal jugular vein was obtained under ultrasound guidance using a micropuncture set. A long wire was advanced down into the infra renal inferior vena cava. A pigtail catheter was advanced over a wire. An inferior vena cavogram was performed which demonstrated no evidence of caval thrombosis. The filter remained in a good position below the level of the renal veins. The catheter was then changed out over a wire with a long sheath. Through the sheath, a snare device was used to attempt to snare the hook of the filter. However, the hook could not be snared, and the hook had likely been incorporated into the wall of the inferior vena cava. Numerous maneuvers were used to attempt to snare the hook despite the fibrous tissue about the hook, without success. The sheath was then removed from the patient's neck and hemostasis was achieved. Therefore, the investigation is confirmed for the alleged retrieval difficulties. However, the investigation is inconclusive for the alleged filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b7,g3 h11: g1,h6(patient, method, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.